Manufacturer narrative:
Event summary as reported, during an ureterorenoscopy (urs) procedure to extract multiple sizes of stones, 7 ngage nitinol stone extractors did not function properly. One of the baskets was opened and closed 2-3 times and then "stopped working". Three total devices were used to remove stones to complete procedure. The patient's anatomy did not hinder the three used baskets from opening or closing. The three used devices were not tested prior to use and a laser was not used during the procedure. Four additional baskets were tested prior to patient contact in an uncoiled position with the handle towards the patient's body and did not function properly. An attempt was not made to close any of the basket formations while in the basket tray. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi) and quality control (qc) procedures. Due to the device not being returned to cook, a device failure analysis was not able to be performed. A review of the device history record found no confirmed non-conformances related to the reported failure mode. A review of complaint history records found one other complaint reported for the complaint device lot. It was not possible to determine if the two complaint issues had any related failure modes. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. A review of relevant manufacturing and quality control documents was conducted. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based on the available information, cook concluded the cause for the reported issue could not be established. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during an ureterorenoscopy (urs) procedure to extract multiple sizes of stones, 7 ngage nitinol stone extractors did not function properly. One of the baskets was opened and closed 2-3 times and then "stopped working". Three total devices were used to remove stones to complete procedure. The patient's anatomy did not hinder the three used baskets from opening or closing. The three used devices were not tested prior to use and a laser was not used during the procedure. Four additional baskets were tested prior to patient contact in an uncoiled position with the handle towards the patient's body and did not function properly. An attempt was not made to close any of the basket formations while in the basket tray. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - name and address: additional email:(B)(6). E3 - occupation: or manager. G4 - PMA/510(k)#: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.